Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - this a dual mobility implant. The two pieces disengaged, when reducing the hip.

Manufacturer narrative:
The agent reported "(this a dual mobility implant. The two pieces disengaged, when reducing the hip)." This event occurred during surgery near the patient. The components were inspected prior to surgery and found acceptable. There was another suitable device available, the incident did not cause a delay in surgery. The surgery was completed as intended. The items were returned for review. Poly and head have been assembled. There is a slight indent on the poly rim and the head shows marks around the surface and the taper. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary currently.a review of the device history record(s) shows that the reported component(s), when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Work order shows lot 857b1316, (B)(4) pcs were released. On hand inventory shows, there are 0 in house and 6 in 400 consignment. Work order shows lot 2223a1105, (B)(4) pcs were released. On hand inventory shows, there are 0 in house and 13 in 400 consignment. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. This is the first complaint against lot number 857b1316 across all failure code categories. This is the first complaint against lot number 2223a1105 across all failure code categories. The root cause of the disengagement cannot be confirmed with confidence as the related items, shell and stem, were not returned for investigational review. There are multiple factors like, possible interference from tissue/bone, that are outside of the control of djo surgical that may contribute to an event.